Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the battery compartment was found to be cracked at the threads to the left of the bumper and two below the bumper. There was evidence of moisture in the battery compartment and behind the display lens. A leak test failed due to a battery compartment leak. The pumps cover was removed and there was no evidence of damage or moisture. The pump was opened and there was evidence of moisture throughout the main printed circuit board. Unrelated to the original complaint, when the pump powered on, the display appeared dim and discolored. Additionally, the audio bolus button cover undamaged but the bolus button was unresponsive to user presses during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.